Manufacturer narrative:
A ge representative evaluated the system and installed a harmonic filter on the ups. System operates as intended.

Event description:
It reported the system displayed a communications error and required a reboot during a case. No patient injury was reported.